Event description:
The biomed reported ls went into self test during active use. After delay, the ls was charged to j setting needed but wouldn't deliver shock. Charged j settings were illuminated red not orange and would not dump the charge. The cardiac arrest patient was expired. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.

Manufacturer narrative:
Event date updated to 05jan2024.